Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during an obtryx transobturator prolene tape sling placement and cystoscopy procedure performed on (B)(6), 2011 for the treatment of stress urinary incontinence. The procedure was completed with no complications. There was no perforation of the vaginal epithelium, bladder or urethra. Investigation revealed that the tape had a nice flat lay at the mid-urethra. Furthermore, the patient tolerated the procedure well and was taken to post anesthesia care unit (pacu) in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2011 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6) the following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury the following imdrf impact code captures the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.